Event description:
It was reported that a vns pt developed an infection at the generator site after undergoing generator revision surgery. The pt pulled out a suture and became infected. The pt's device was explanted. A review of the mfg records for the generator showed the device to be sterilized prior to distribution.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for the generator prior to distribution.